Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the posterior side assessed, as unidentified (tear) opening ( (shell thickness was within specification). Additional observations: brown particles observed, on the device.

Event description:
Healthcare professional reported, rupture. Diagnosed by ultrasound and palpation. This record relates to the right side. Device has been replaced with a non-allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Distributor reported rupture devices remains implanted. This record relates to an unknown side.